Event description:
The complaint is reported as: "(B)(6) 2022, the ars was found leak prior to the patient." No patient involvement.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon initial investigation it was observed that the needle hub was cracked. Full investigation results will be provided upon completion of the investigation.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components including an arrow raulerson syringe (ars) and an 18 ga introducer needle for analysis. Visual analysis of the returned needle revealed one large vertical crack in the needle hub. The needle length measured 68mm, which is within the specifications of 67.13mm-68.91mm per needle product drawing. The needle cannula outer diameter measured 0.04992" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.041", which is within the specifications of 0.041"-0.043" per the cannula product drawing. Functional testing was performed per the product IFU, which states "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was attached to the returned arrow raulerson syringe (ars). The returned needle was not able to draw or aspirate water due to the crack in the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant dimensional requirements, and a device history record review was performed with no findings relevant to this investigation. The root cause of this complaint is determined to be design related. Teleflex has identified that that the high residual stress from the molding operation can cause cracks later in the life cycle. Investigation of this issue is documented under a CAPA. The manufacturing date for the needle hub involved with this complaint (aug 2020) occurred prior to the CAPA implementation date of 25-mar-2021. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "(B)(6) 2022, the ars was found leak prior to the patient."no patient involvement.